Event description:
Pt was having thoracic vent placed at bedside; on initial attempt, trocar didn't introduce smoothly and vent folded in on itself, causing increased pain and bleeding for pt. Another vent kit was obtained from picu stock, which introduced smoothly, vent went in without incident. Bleeding was stopped, and pt comfortable now with pain medication. Trocar was visually examined and appeared dull. Trocar was thrown away in sharps container, but thoracic vent in question was removed from the trash and sequestered in manager office. Deviation from gaps: appears that original vent was flawed. Outcome: no lasting harm to pt - vent working appropriately and pt comfortable at this time. Description of event from user facility report #: (B)(4).

Manufacturer narrative:
Uresil was unable to examine the device, as it was not returned. This report is the same event described in user facility report # (B)(4). The original report was submitted by the end user directly to the FDA. The end user did not report this event to uresil, the MFR. We received a copy of this report from the FDA on 01/21/2015. The component in question, the trocar, was discarded by the customer. As such, we are unable to examine it. We checked our device history record for this lot of product, and no related issues were noted. We have never had a similar complaint reported. The end user submitted this report because the pt experienced, "minimal temporary harm in the form of bleeding and pain". The pt is fine and there were no long lasting effects of this event. No remedial action is required.